Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm. The device was not dropped and no physical damage. There was no delay of therapy. There was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation. Review of the event history log (ehl) showed primary audible alarm post. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the speaker. As a result, the speaker, left plunger case, plunger printed wiring assembly and force sensor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.